Manufacturer narrative:
Quality-safety evaluation of ptc received on 28-apr-2016 : ptc global number: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a laparoscopic bilateral salpingectomy. In this surgery, physician was unable to remove the left essure intact because it had migrated into the uterus. During the course of removal, the coils broke apart and had to be extracted in pieces. These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into the uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. Additionally, single cases of essure breakage have been reported, mainly during difficult removals. In this case, patient developed pain in close association with essure insertion. Approximately 5 years after device placement, essure was found into the uterus. The device broke upon removal. Although the exact mechanism of the reported essure migration is not known, given the nature of the reported events causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical intervention was required as events' treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 07-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. On or about (B)(6) 2011, plaintiff underwent the essure procedure. On or about (B)(6) 2012, a hysterosalpingogram (hsg) test was performed and confirmed full occlusion. On or about (B)(6) 2012, she began to experience the following symptoms, including, but not limited to: fatigue, back pain, and intermittent pelvic pain, none of which she equated to be from the essure device. On or about (B)(6) 2014, plaintiff saw physician for severe itching and bleeding around her vagina that she had been experiencing for months and was diagnosed with lichen simplex chronicus and prescribed steroid cream. By 2014, her symptoms became worse and she also began to experience the following symptoms, including, but not limited to: excessive bleeding during her menstrual cycle, long menstrual cycles, headaches, mental fogginess, and anger and impatience issues, none of which she equated to be from the essure device. By 2015, plaintiff was experiencing the pelvic pain constantly and it became much more severe during her periods of ovulation, none of which she equated to be from the essure device. On or about (B)(6) 2015, plaintiff reported a number of her symptoms, including, but not limited to: back pain, fatigue, headaches, and mental fogginess. On or about (B)(6) 2015, at her gynecologist appointment, plaintiff reported that she been experiencing intermittent bilateral pelvic pain but that it had become more constant within the last two months and was worse with activity or sexual intercourse, as well as weight gain. An ultrasound was ordered and physician discussed the use of birth control pills, depo provera or an iud for the pelvic pain. On or about (B)(6) 2015, plaintiff underwent physical therapy treatment for her pelvic pain that was unsuccessful. On or about (B)(6) 2016, plaintiff underwent a laparoscopic bilateral salpingectomy. Upon information and belief, during the surgery physician was unable to remove the left essure intact because it had migrated into the uterus and had to be dissected. During the course of removal the coils broke apart and had to be extracted in pieces. Plaintiff was left with permanent scars from this surgery. On or about (B)(6) 2016, plaintiff had her follow-up appointment with her physician and reported that all of her symptoms had resolved. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a laparoscopic bilateral salpingectomy. In this surgery, physician was unable to remove the left essure intact because it had migrated into the uterus. During the course of removal, the coils broke apart and had to be extracted in pieces. These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into the uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. Additionally, single cases of essure breakage have been reported, mainly during difficult removals. In this case, patient developed pain in close association with essure insertion. Approximately 5 years after device placement, essure was found into the uterus. The device broke upon removal. Although the exact mechanism of the reported essure migration is not known, given the nature of the reported events causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical intervention was required as events' treatment. A product technical analysis will be requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("left essure had migrated into the uterus"), device breakage ("unable to remove the left essure intact/during the course of removal the coils broke apart and had to be extracted in pieces") and menorrhagia ("excessive bleeding during her menstrual cycle/long menstrual cycles, abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included concentration impairment since (B)(6) 2015, lethargy since (B)(6) 2015, forgetfulness since (B)(6) 2015, nausea, stress incontinence, foggy feeling in head, drug allergy, upper respiratory infection since (B)(6) 2015, cough since (B)(6) 2015, nasal congestion since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, ex-smoker, cholecystectomy, cholelithiasis and concentration impairment. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("migraines /headaches"), dyspareunia ("bilateral pelvic pain with activity or sexual intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats, dysmenorrhoea (cramping)"), sexual dysfunction ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), loss of libido ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), night sweats ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced neurodermatitis ("lichen simplex chronicus") with vulvovaginal pruritus and vaginal haemorrhage. In 2014, the patient experienced feeling abnormal ("mental fogginess"), anger ("anger issues") and impatience ("impatience issues"). In 2015, the patient experienced ovulation pain ("pelvic pain became much more severe during her periods of ovulation"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced scar ("permanent scars"), abdominal pain ("pain, central abdomen") and uterine pain ("pain, uterine"). The patient was treated with venlafaxine (effexor), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, device breakage, menorrhagia, complication of device removal, fatigue, back pain, neurodermatitis, headache, feeling abnormal, anger, impatience, ovulation pain, dyspareunia and weight increased had resolved and the scar, dysmenorrhoea, sexual dysfunction, loss of libido, night sweats, vaginal infection, depression, anxiety, migraine, allergy to metals, alopecia, abdominal pain and uterine pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anger, anxiety, back pain, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, impatience, loss of libido, menorrhagia, migraine, neurodermatitis, night sweats, ovulation pain, pelvic pain, scar, sexual dysfunction, uterine pain, vaginal infection and weight increased to be related to essure. The reporter commented: four coils were noted on the right side and 2 on the left following implantation. Diagnostic results: on (B)(6) 2015, pelvic ultrasound showed, the uterus measures 7.34 cm in length by 3.39 cm in ap dimension by 4.21 cm in transverse dimension. Endometrial complex measures 7.4 mm. The right ovary measures 2.91 x 1.71 x 3.64 cm. There is normal vascular flow. Multiple small follicles are noted. The left ovary measures 2.68 x 1.6 x 4.01 cm. Small follicles are noted. There is normal vascular flow. Concerning the injuries in the case, the following ones were described in patient's medical records: fatigue, pelvic pain, back pain, headache, dyspareunia, dysmenorrhea, depression, anxiety, abdominal pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, new events dysmenorrhoea, sexual dysfunction, loss of libido, night sweats, vaginal infection, depression, anxiety, migraine, allergy to metals, alopecia, abdominal pain and uterine pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("unable to remove the left essure intact/during the course of removal the coils broke apart and had to be extracted in pieces"), device expulsion ("left essure had migrated into the uterus"), pelvic pain ("pelvic pain") and menorrhagia ("excessive bleeding during her menstrual cycle/long menstrual cycles, abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included concentration impairment since (B)(6) 2015, lethargy since (B)(6) 2015, forgetfulness since (B)(6) 2015, nausea, stress incontinence, foggy feeling in head, allergic reaction to antibiotics, upper respiratory infection since (B)(6) 2015, cough since (B)(6) 2015, nasal congestion since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, ex-smoker, cholecystectomy, cholelithiasis and concentration impairment. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("migraines /headaches"), dyspareunia ("bilateral pelvic pain with activity or sexual intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats, dysmenorrhoea (cramping)"), female sexual dysfunction ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), loss of libido ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), night sweats ("hormonal changes describe: painful menstrual cycles, sexual dysfunction, loss of libido, night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced neurodermatitis ("lichen simplex chronicus") with vulvovaginal pruritus and vaginal haemorrhage. In 2014, the patient experienced feeling abnormal ("mental fogginess"), anger ("anger issues") and impatience ("impatience issues"). In 2015, the patient experienced ovulation pain ("pelvic pain became much more severe during her periods of ovulation"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced scar ("permanent scars"), abdominal pain ("pain, central abdomen") and uterine pain ("pain, uterine"). The patient was treated with venlafaxine (effexor), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, complication of device removal, fatigue, back pain, neurodermatitis, headache, feeling abnormal, anger, impatience, ovulation pain, dyspareunia, weight increased and uterine pain had resolved and the scar, dysmenorrhoea, female sexual dysfunction, loss of libido, night sweats, vaginal infection, depression, anxiety, migraine, allergy to metals, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anger, anxiety, back pain, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, impatience, loss of libido, menorrhagia, migraine, neurodermatitis, night sweats, ovulation pain, pelvic pain, scar, uterine pain, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: four coils were noted on the right side and 2 on the left following implantation. Diagnostic results: on (B)(6) 2015, pelvic ultrasound showed, the uterus measures 7.34 cm in length by 3.39 cm in ap dimension by 4.21 cm in transverse dimension. Endometrial complex measures 7.4 mm. The right ovary measures 2.91 x 1.71 x 3.64 cm. There is normal vascular flow. Multiple small follicles are noted. The left ovary measures 2.68 x 1.6 x 4.01 cm. Small follicles are noted. There is normal vascular flow. Concerning the injuries in the case, the following ones were described in patient's medical records: fatigue, pelvic pain, back pain, headache, dyspareunia, dysmenorrhea, depression, anxiety, abdominal pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet was received. Reporter information were added. Event uterine outcome were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).